Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No sample and/or lot number were provided. Further investigation of the complaint is not possible without a sample and/or lot number. The reported defect was unable to be confirmed. The actual defective device is valuable tool in investigating the cause of this incident. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Event description:
As reported by the user facility: incident description: propofol infusing had a 4 cm long air bubble in the tubing, the pump did not alarm and the 4 cm of air made its way through the pump all the way to nearly infusing into the patient's central line. Writer noticed this when it was 15 cm away from being administered into the central line. Writer stopped pump, disconnected line and primed to remove air bubble. At no time did the pump alarm.